Manufacturer narrative:
Additional information received reported the patient was female with date of birth (B)(6). The implant date was (B)(6) 2017, and the patient reportedly was not able to work and felt their vision was worse after surgery. The surgeon was dr. White. There was no incision enlargement, vitrectomy, or sutures used. Reportedly, the patient was referred to another doctor post op. No further information was provided. Age/date of birth: (B)(6). Gender/sex: female. If implanted, give date: (B)(6) 2017. Initial reporter name: (B)(6). Health professional: yes. Occupation: physician. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 11/24/2017. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 23.0 diopter intraocular lens (iol) was explanted and replaced with a monofocal iol because the patient was not happy with symfony lens. No additional information was provided.